Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patients device system was extracted as a precautionary measure only. However, conservatively reporting as vegetation was found on the mitral valve of the patient. There were no additional adverse patient effects reported. The rv lead was explanted.